Event description:
It was reported that the screw used in the original surgery was too long. A revision was done to swap the screw for a smaller size. It seems that the screw may have been backing out as well which was not realized until intra-op.